Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was dissatisfied with the stimulation achieved after a recent procedure to replace the ipg. The pt did not want to receive reprogramming and requested for the scs system to be explanted. Reference MFR report: 1627487-2013-05641 regarding the previous procedure.